Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended ureteroscopy procedure, the physician opened the package containing an ngage nitinol stone extractor basket. Upon inspection and prior to its actual use, the physician discovered that the basket failed to close completely. Due to this reason, the physician was not able to place the device through the ureteroscope and failed to complete stent fragment removal procedure. As per the initial reporter, the physician had to perform an additional ureteroscopy to complete an intended stent fragment removal procedure. No unintended section of the device remained inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the compliant history, manufacturing instructions, specifications, quality control data, instructions for use, device history record, and functional testing was conducted during the investigation. Visual inspection and functional testing of the returned (open and unopened) device was performed. The opened device was returned with the unidex handle (udh) handle in the closed position and the basket formation in the closed position. The collet knob was tight and secure. The mlla (male luer lock adaptor) was tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test was performed and the udh handle does not actuate the basket formation. The support sheath and basket sheath appears to still be adhered. A visual examination of the returned device noted the support sheath appears slightly bowed. There is a kink in the basket sheath located 23 cm from the distal tip of the support sheath. The udh handle was disassembled and the basket formation could not be manually actuated; the coil assembly appears to be stuck inside the basket sheath. The unopened device was opened for the investigation. A functional test was performed and the udh handle actuated the basket formation to the open and closed positions. There were no anomalies found in the basket sheath. The collet knob was tight and secure. The mlla (male luer lock adaptor) was tight. The unopened device passed visual and dimensional specification. As previously reported, the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no other non-conformances associated with the complaint device lot number. Additionally, a complaint history review found no other complaints associated with the complaint device lot number. Based on the provided information, inspection of the returned product, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.